Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Currently do not have that information. Date and name of index surgical procedure? Date: unknown. Total knee arthroplasty the diagnosis and indication for the index surgical procedure? Unknown. Lot number for stratafix spiral monocryl plus - sxmp1b111? Unknown. Lot number for stratafix spiral pds plus - sxpp1b411? Unknown. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open. On what tissue was the stratafix spiral monocryl plus sxmp1b111 suture used? Subcuticular. On what tissue was the stratafix spiral pds plus sxpp1b411 suture used? Subcutaneous. How was the suture originally tied (multiple knots, square knot, etc.)? Stratafix was used, no knots required. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Red, inflamed, and thin. Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Yes. Was at least one reverse stitch performed prior to closure? Yes. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. What symptoms did the patient experience following the index surgical procedure? Onset date? The patient noticed that the incision began to re-open at the distal and proximal ends of the incision. The dehiscence occurring on both ends was large enough for dr. (B)(6) to place his index finger in the incision. The fascia/capsule layer were intact without issue. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Redness around the skin edges mild wound drainage (yellow in color). Other relevant patient history/concomitant medications? No. Please describe any medical/surgical intervention/medication required for this suture event including dates and results. The patient was returned to the or to have the wound cleaned out. The date of this procedure is unknown. In the or, the skin edges at both the distal and proximal ends of the incision were excised. Both areas of dehiscence were washed out with irrigation and antibiotic fluid. The dehisced fat layer was then sewed back up and the skin was then stapled. Did the patient undergo re-operation? If yes, what was the appearance of each suture? Yes. The stratafix spiral monocryl used in the subcuticular appeared to be partially absorbed. The appearance of the stratafix spiral pds used in the subcutaneous layer is currently unknown. Please provide the onset date/time of infection from the initial surgical procedure. The date/time is currently unknown. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Unknown. Were cultures performed? If so, please provide the results. Unknown. Was any drainage present in this wound? If yes, how much and what type? Minimal drainage, slightly yellow in appearance. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Faulty product. What is the patient's current status? Unknown. If applicable, will product be returned? If so, please provide the return date and tracking information. Product was not returned. Related medwatch reports: 2210968-2022-00124.

Event description:
It was reported that a patient underwent a total knee arthroplasty on an unknown date and barbed suture was used on the subcuticular/subcutaneous layer. The surgeon reported delayed wound healing and possible surgical site infection. The suture in the fat layer appeared to be pitting up right below the skin and the patient complained of discomfort. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Currently do not have that information. Date and name of index surgical procedure? Date: unknown. Total knee arthroplasty the diagnosis and indication for the index surgical procedure? Unknown. Lot number for stratafix spiral monocryl plus - sxmp1b111? Unknown. Lot number for stratafix spiral pds plus - sxpp1b411? Unknown. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open. On what tissue was the stratafix spiral monocryl plus sxmp1b111 suture used? Subcuticular. On what tissue was the stratafix spiral pds plus sxpp1b411 suture used? Subcutaneous. How was the suture originally tied (multiple knots, square knot, etc.)? Stratafix was used, no knots required. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Red, inflamed, and thin. Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Yes. Was at least one reverse stitch performed prior to closure? Yes. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. What symptoms did the patient experience following the index surgical procedure? Onset date? The patient noticed that the incision began to re-open at the distal and proximal ends of the incision. The dehiscence occurring on both ends was large enough for dr. (B)(6) to place his index finger in the incision. The fascia/capsule layer were intact without issue. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Redness around the skin edges mild wound drainage (yellow in color). Other relevant patient history/concomitant medications? No. Please describe any medical/surgical intervention/medication required for this suture event including dates and results. The patient was returned to the or to have the wound cleaned out. The date of this procedure is unknown. In the or, the skin edges at both the distal and proximal ends of the incision were excised. Both areas of dehiscence were washed out with irrigation and antibiotic fluid. The dehisced fat layer was then sewed back up and the skin was then stapled. Did the patient undergo re-operation? If yes, what was the appearance of each suture? Yes. The stratafix spiral monocryl used in the subcuticular appeared to be partially absorbed. The appearance of the stratafix spiral pds used in the subcutaneous layer is currently unknown. Please provide the onset date/time of infection from the initial surgical procedure. The date/time is currently unknown. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Unknown. Were cultures performed? If so, please provide the results. Unknown. Was any drainage present in this wound? If yes, how much and what type? Minimal drainage, slightly yellow in appearance. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Faulty product. What is the patient's current status? Unknown. If applicable, will product be returned? If so, please provide the return date and tracking information. Product was not returned. Related medwatch reports: 2210968-2022-00124.

Event description:
It was reported that a patient underwent a total knee arthroplasty on an unknown date and barbed suture was used on the subcuticular/subcutaneous layer. The surgeon reported delayed wound healing and possible surgical site infection. The suture in the fat layer appeared to be pitting up right below the skin and the patient complained of discomfort. Additional information was requested.